Manufacturer narrative:
(B)(4). The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Case details were reviewed. A 68-year-old male patient presented for an evar procedure. A centrally positioned access was gained utilizing ultrasound and micro puncture. The arteriotomy was 7mm with severe circumferential calcification, circumferential wall calcification, tortuosity, and a deployment depth measurement of 4.0cm + 1cm. The manta instructions for use post warning not to use manta in patients with severe calcification of the access vessel and not use if there is marked tortuosity of the femoral or iliac artery. The proctor reported the vessels were very diseased and advised the physician against using manta, although the physician insisted. Issues were encountered advancing and withdrawing the procedural sheaths. Multiple device exchanges occurred, issues were encountered dilating the vessel, and the shockwave was also utilized. Following the evar procedure, heparin and protamine were administered. An 18f manta was then deployed to the measured depth in the right common femoral artery. Following deployment, copious bleeding was present. The physician immediately applied pressure on the artery, and went directly to a cut-down, minimizing blood loss. During the surgical intervention, the manta device was seen malpositioned, was explanted, and the vessel was successfully repaired. Patient outcome was ok post-procedure. The root cause of the manta not being effective in creating hemostasis requiring surgical intervention is likely contributed to user error in poor patient selection and potential arterial damage that likely occurred during the initial procedure and not from the manta deployment. The device was not returned, there is believed to be no device failure. The following potential adverse events associated with the deployment of vascular closure devices have been identified in the manta instructions for use and include perforation of iliofemoral arteries causing bleeding/hemorrhage and other access site complications leading to bleeding, possibly requiring surgical repair, and/or endovascular intervention. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to arterial damage, vessel laceration or trauma, and late arterial bleeding. The IFU precautions if bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the amount of bleeding, use manual or mechanical compression, apply balloon pressure, place a covered stent, and/or surgical repair to obtain hemostasis.

Event description:
It was reported that: patient had diseased vessels. I advised against the use of manta but the doctor insisted. There were multiple device exchanges, issues with dilating the vessel, shockwave was use. After manta deployment there was a significant amount of bleeding. After holding pressure, I suggested a balloon but the doctor chose to go straight to cut down. Additional information: during an evar procedure, ultrasound and micro puncture were utilized to gain central access in the right common femoral artery. Vessel size was 7mm with severe circumferential calcification and some tortuosity. Measured depth for the manta was 4+1cm. Both heparin and protamine were administered prior to closure. Transfusion was not needed for the bleeding and during the cutdown the manta device was found to be malpositioned and was removed. The patient was reported to be fine post the procedure.

Event description:
It was reported that: patient had diseased vessels. I advised against the use of manta but the doctor insisted. There were multiple device exchanges, issues with dilating the vessel, shockwave was use. After manta deployment there was a significant amount of bleeding. After holding pressure, I suggested a balloon but the doctor chose to go straight to cut down. Additional information: during an evar procedure, ultrasound and micro puncture were utilized to gain central access in the right common femoral artery. Vessel size was 7mm with severe circumferential calcification and some tortuosity. Measured depth for the manta was 4+1cm. Both heparin and protamine were administered prior to closure. Transfusion was not needed for the bleeding and during the cutdown the manta device was found to be malpositioned and was removed. The patient was reported to be fine post the procedure.

Manufacturer narrative:
Qn# (B)(4).